Event description:
Additional information was requested on (B)(4) 2012, (B)(4) 2012 and (B)(4) 2012 and to date, no more information has been received. If additional information is received, a supplemental medwatch will be sent.

Event description:
It was reported that two days after a hemicolectomy procedure, the patient has fistula on the site of the anastomosis. He used the device and selected a green high staple. He used a manual suture to cover the fistula. One device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.